Manufacturer narrative:
A complaint of the connector breaking was received from the customer. Photos were received from the customer for investigation. In the photo, the maxzero is seen to be chipped on the blue component. The complaint of component damage was confirmed. A device history record review for model mz5309 lot number 23019254 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported that during use with an unspecified amount of bd maxzero¿ IV extension sets the blue filter breaks when needle is inserted. The following information was provided by the initial reporter: I have received complaints that the blue filter breaks into pieces when a needle gets inserted. It has been a concern for some time so it's not a specific lot number. Any insight would be greatly appreciated.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.